Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the adhesive part of the objective lens was found to be peeled off due to chemical and/or physical stress. In addition, service found that the bending section leaked, the adhesive on the bending section cover was detached, and the control body, cord, boot, and connector were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was an air leak from the scope. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the adhesive part of the objective lens was found to be peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling). There was no harm or user injury reported due to the event. Additional information regarding the event was requested but was unknown.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.